Manufacturer narrative:
Additional product code: mnh, mni, kwq, kwp. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw head came off the right position. After the surgery, it was confirmed based on the pictures which had been taken by the surgeon intraoperatively. This is report number 2 of 2 for (B)(4).